Manufacturer narrative:
Further evaluation of the device found several of the device components demonstrated scratches due to wear and physical stress. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer returned the suspect device to the olympus loaner center with a report that the rubber adhesive was chipped. There was no report of patient or user harm due to the event. The device inspection and testing confirmed that the rubber adhesive was chipped. Additionally, it was observed that the objective lens adhesive was observed to be peeling. This report is being submitted for the malfunction (peeling adhesive on objective lens) observed during the device evaluation. Additional details were requested regarding the reported event; however, no further information was available.

Manufacturer narrative:
Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 06-mar-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation of rubber adhesive chipped and peeling, the cause of the event could not be confirmed; however, the event is most likely due to deterioration due to combined stress such as mechanical stress due to interference with treatment tools and chemical attack due to chemicals. Olympus will continue to monitor field performance for this device.